Manufacturer narrative:
(B)(4). G2: report source australia. D10: associated product information: item #: 65875305001,trilogy it hatcp cluster 50 hh, lot #: 11017378. Item #: 00875100932, hxpe liner neut 50 hh x 32, lot #: 63306285. Item #: 0106010002, avenir muller stem 2 standard, lot #: 4024407. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that right primary tha was performed and subsequently revised approximately 8 years later due to pain, gluteal tendon tear and limb length discrepancy. All other components were retained according to report. No additional information on the reported event is needed at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the raw material certificate confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records and radiographs were provided and reviewed. The review identified that the right hip lenght is 13mm longer than the left hip. The right hip has 3mm more offset. The right limb length is 14mm longer. Also, chronic gluteus tendon tear & repair has been found as contributing factor to the event. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.